Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebu0310 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebu0310) have been reported from two u.s. Facilities. Device has not been returned, at this time.

Event description:
Patient came in today ((B)(6) 2018) because the t/l PICC is broken. Patient noticed it in the morning when the line was flushed. The line was placed on (B)(6) 2018. Patient was sent to ir for otw exchange.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed; however the root cause is unknown. One 5 fr triple lumen provena powerpicc was returned for evaluation. An initial visual observation showed the extension leg of the red lumen was full of blood residue. A split was observed in the extension tubing of the red lumen, just within the distal end of the luer hub. A microscopic observation revealed the fracture surface of the split in the red lumen was rough and exhibited cracks/fissures and beach marks, which are typical of material fatigue. The root cause of the observed split is currently unknown; however, possible contributing factors include material fatigue and excessive manipulation of the extension leg. A lot history review (lhr) of rebu0310 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebu0310) have been reported from two u.s. Facilities.

Event description:
Patient came in today ((B)(6) 2018) because the t/l PICC is broken. Patient noticed it in the morning when the line was flushed. The line was placed on (B)(6) 2018. Patient was sent to ir for otw exchange.